Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device is alarming error code 41786. There was no reported patient involvement.

Manufacturer narrative:
One device was returned for analysis with complaint that device is alarming error code 41786. This indicates a system fault, signifying that the pump is not delivering medication. No service records found in the last 12 months. Review of event log found error code 41786 had occurred. Visual and functional testing was performed. The printed wiring assembly was replaced to correct the issue. Device passed all testing post repair.

Event description:
It was reported that the device is alarming error code 41786. This indicates a system fault, signifying that the pump is not delivering medication.